Event description:
Boston scientific crm received information that this right atrial lead was damaged during electrocautery. This damage resulted in increased threshold measurements. During the lead revision procedure, this lead was accidentally inserted into the right ventricular port of the device. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.